Event description:
It was reported that the physician was having problems with the handheld. The handheld would keep freezing during interrogation. The site had to always re-seat the flashcard to fix the problem. New handheld was shipped to the site and the old handheld was returned to MFR for product analysis. Analysis was performed on the flashcard and the alleged screen freeze could not be duplicated. However, the archive database files were found to be corrupted. No further anomaly were identified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.